Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found the rear line is damaged. Functional testing found the device was not getting a etco2 reading via a simulator. Only getting a co2 pump flow rate of approx. 4 ml/min. Swapped out the co2 pump and now getting a flow rate of approx. 167 mlmin. Device is powering down. Monitor failed battery life test in approx. 2 minutes. The complaint was confirmed. Root cause was attributed to a faulty co2 pump and depleted backup power battery. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replace faulty co2 pump and depleted backup power battery.

Event description:
It was reported that the device was not giving accurate readings. Sometimes no readings at all. Intermittently the display will go blank as well. Patient involvement is unknown.